Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe would not cut" (failure to cut). The nurse reported the vitrectomy probe would not cut. The surgeon withdrew the probe from the eye and checked the probe under the microscope. The surgeon could not see cutter movement. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).